Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead displayed a red call doctor (rcd). Troubleshooting was performed. The rcd recorded was for high out of range pacing impedance measurements. No adverse patient effects were reported. This rv lead remains in service.